Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal vhd kit size 1 was deployed on both the artery and the vein. Hemostasis was achieved according the nurse applying occlusive hold. The pt developed a hematoma on the event date and manual compression was held over the right groin. A vascular surgeon was consulted and the pt was taken to surgery to repair a pseudoaneurysm in the right groin and to evacuate the hematoma. It is important to note that the last dose of pre-procedure lovenox given to the pt was the day before the catheterization procedure. The lovenox was started again approx 8 hours post procedure. The pt also received benadryl during the case and became confused and noncompliant thereafter. At the time of this report the pt was awake and alert. No further complications were reported.